Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps and air bubbles throughout the infusion set tubing. The customer's blood glucose (bg) level was 334 mg/dl and the bg level was addressed with a manual injection. The customer successfully primed the tubing to remove the air.